Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During use in the patient, the surgeon found that the 2nd deltapaq cerecyte microcoil (cdf10020430/ c13471) could not be detached and advanced into the patient¿s body. The device was changed to another one to complete the procedure, but there was no adverse event on the patient. The procedure was embolization of an intracranial aneurysm that was 5*4.3mm. The component will be returned for analysis.

Manufacturer narrative:
Based on additional information, the event does not meet the criteria for reporting, therefore no further reports will be forthcoming.